Event description:
The following information was reported: during device deployment, green shuttle stopped prematurely and would not shuttle down fully. Had to abort and deflate balloon and hold manual pressure for 15 minutes. The patient was not hospitalized.

Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was disengaged from the handle. Sealant was flush with the distal end of the shuttle cartridge covering the balloon proximal bond. Shuttle movement was checked and resistance was felt during retraction. Subsequent to unsheathing, it was observed that the sealant was completely soaked in blood which was a typical indication that blood was being forced into the shuttle cartridge. Failure to open the introducer sheath stopcock (as per IFU) could result in blood being forced inside the shuttle cartridge. However, the introducer sheath was not returned for physical investigation, the root cause could not be conclusively determined. The review of the lhr (lot f1402801) indicated that the issue in ncmr-01671 did not cause or contribute to the reported incident and mynx device lot met all established performance criteria prior to shipment. Based on the provided information and the investigation performed, the resistance felt during deployment might have been caused by sealant swelling up and increasing the profile causing the sealant to wedge between the shuttle cartridge and the sheath. High tension applied to the balloon catheter during the shuttle deployment to the balloon catheter during the shuttle deployment step can result in a tight seal at the tip of the sheath and as the device is advanced, blood can be trapped inside the sheath causing the sealant causing the sealing to hydrate prematurely which can contribute to a device jam.